Event description:
Product was provided for investigation. An external visual inspection was performed and failed. The allegation was not confirmed via product. However, it was found that an applicator deployment issue occurred. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device available for evaluation - additional. H2: additional information. H3: device evaluated by mfg - additional. H6: type of investigation - additional. H6: investigation findings.

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient inserted a new sensor into her arm but reported no readings from the device. She removed the sensor the following day, (B)(6) 2025, and alleged that the sensor wire had detached from the pod and remained embedded in the skin. She stated that she could feel the wire under the skin by running her fingers across the insertion site. Later that evening, at approximately 7:00 pm, the patient was presented to the emergency department. Upon admission, her blood pressure was recorded at 200/100 mm hg, and she was administered IV fluids to help reduce her blood pressure. An x-ray was performed, which showed no visible signs of the sensor wire remaining in the skin. However, the attending physician reported being able to feel the wire at the insertion site and recommended that the patient consult a plastic surgeon for surgical removal. The patient was discharged at 11:00 pm the same day. On (B)(6) 2025, technical support contacted the patient to confirm her status. That same day, the patient visited a plastic surgeon, who administered an unspecified local anesthetic, successfully removed the sensor wire, sutured the incision, and discharged the patient by noon. At the time of the report, the patient was fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).